Event description:
It was reported that the camera head produced a "poor image. " there was no reported patient involvement with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality due to water invasion in the imaging and cable, watertightness failure caused by cracks on the connector, water invasion in the cable, water invasion in the imaging and cracks on the connector a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the imaging and cable were flooded due to watertightness failure caused by cracks on the connector, resulting in communication failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.